Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was no insulin in the cartridge after the customer just completed loading it onto the pump. There was no reported impact to the customer's blood glucose level. As the contact did not have the pump when tandem technical support was telephoned, troubleshooting to determine a possible cause of the device issue was unable to be performed.